Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. The associated ICD follow-up files analyzed, device history records reviewed. (B)(4). Conclusion: high impedance associated to the svc continuity was confirmed through files review. Such measurements could result from either a connection issue (df-1 svc) or a lead issue; neither of which have been confirmed. A careful check of the lead status should be performed utilizing chest x-rays to locate a potential lead fracture or lead connection issue. If a lead or a connection issue is then suspected, a revision of the system would have to be evaluated.

Event description:
High impedance associated to the svc continuity of the subject lead was reported. Review of the associated ICD data confirms the reported measurement.